Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas touchscreen was cracked after being bumped at work, while the device continued to function but the screen did not respond. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included no medical intervention, no hospitalization, and routine device replacement with instructions provided to sync data, shut down the device, and return the original unit using a shipping label and inspection of the returned device. Investigation included coordination for device return logistics and tracking for retrieval to enable further assessment. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact during use, with no evidence of dosing malfunction and no impact to glycemic control. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.